Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection with wound dehiscence, drainage from the implant site and a fever. The implantable cardioverter defibrillator (ICD) system was explanted, replaced with a temporary pacing system, and later replaced with a new ICD system. The patient's wound was drained and antibiotics were administered. No further patient complications have been reported as a result of this event.